Event description:
It was reported that the cordless driver was heating up during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the cordless driver was heating up during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the qa engineer confirmed the motor windings were damaged. The affected motor was replaced. The drill was repaired and returned to the customer after passing the final inspection.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.